Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation at this time. Therefore, the root cause for the calcification and degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an unknown pericardial mitral valve was explanted after an implant duration of approx 1 year and 7 months due to calcific degeneration observed along the edges and central portion of leaflets. Per clinical opinion, patient's renal dysfunction was likely the reason of the accelerated degeneration. The valve was returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An observational evaluation was performed on the returned valve. As received, large portions of sewing ring on leaflets 2 and 3 segment were damaged with exposure of the metal stiffener band that presumably related to the valve explantation. Moderate to severe leaflet tissue calcification was observed on all three bioprosthetic leaflets. The calcification appeared to be more intense at the leaflet coaptation line. The leaflet tissue calcification was confirmed by radiography. Mild to moderate host fibrous tissue (pannus) growth was noted on the sewing ring area. Minor host tissue growth was also noted on the leaflets mostly near the valve frame. The leaflet tissue calcification appears to be severe enough to result in the reported aortic stenosis. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. It is not common for a bioprosthetic heart valve to be develop an early calcific structural valvular deterioration that is severe enough to be explanted. This patient had a history of renal failure with hemodialysis and kidney transplantation, which may have been involved in the earlier bioprosthetic calcification observed in this particular valve. A definitive root cause for calcification after an implant duration of one year and seven months could not be conclusively determined. There are no indications of a manufacturing defect.

Manufacturer narrative:
X-ray demonstrated moderate to heavy calcification on all three leaflets, and wireform intact. Extrensic calcification and fibrin-like material was observed on the free margin of all three leaflets. Extrensic calcification was also observed on the cusp of all three leaflets at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The sewing ring was cut around leaflets 2 and 3, and exposed the wireform at the inflow aspect. Customer report of paravalvular leak and regurgitation could not be confirmed through visual observations. Report of calcification and stenosis was confirmed. Calcification restricted the leaflets mobility and led to stenosis. The valve was sent to r&d for further evaluation. A supplemental report will be submitted upon completion.

Event description:
Edwards received additional information through follow up with the healthcare provider that a 23mm pericardial aortic valve was explanted due to paravalvular leak (pvl) causing severe regurgitation and calcific degeneration leading to stenosis after an implant duration of approximately 1 year and 7 months. As reported, calcification was observed along the edges and central portion of leaflets. Per clinical opinion, patient's renal dysfunction was likely the reason of the accelerated degeneration. The pvl was due to the valve sewing ring had come off the annulus on the rcc aspect near rcc-lcc commissure. There was no paravalvular leak immediate postop. The local annular tissue seemed very fragile at initial operation, probably reflection of prolonged steroid treatment for the renal transplant. The valve was replaced with a mechanical valve. The patient was reported to be recovering slowly.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.